Manufacturer narrative:
Update to the initial MDR in field: additional information was received that the patient was experiencing pain within 24 hours following the implant procedure. The patient had several ER visits. The patient went to the ER on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017 . He was seen for right sided rib and flank pain. Kidney stones were ruled out and so was appendicitis. The patient believes the pain was in direct correlation to the device. He was hospitalized and subsequently explanted. After the devices were removed, he went to the ER on (B)(6) 2018 for constant pain he is still experiencing one year after the explant procedure. The patient has constant thoracic pain, scar tissue and fluid. The patient is not able to sit down and can only sit to drive small distances. The explanted devices were not returned as they were kept by the hospital. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing flank pain. It was noted that the pain was not device nor procedure related. The patient underwent an explant procedure wherein everything was explanted. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing flank pain. It was noted that the pain was not device nor procedure related. The patient underwent an explant procedure wherein everything was explanted. No device malfunction was suspected.